Event description:
It was reported that the device arced and caused a minor burn to the user.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: "fundus grasper was retracting gb with no cord connected. Dr was using the j hook taking gb off the liver wall and it arched onto the monopolar post of the fundus graspers post. Burning a hole through the surgical techs glove and burning her hand." No harm to dr or patient. Rep did an insulation test today- grasper passed; hook had crack at end of it images attached. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be third party repair, or handling during cleaning/sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device arced and caused a minor burn to the user.